Event description:
Complainant alleged that while attempting to treat a patient, the device would intermittently not power up. Complainant indicated the device powered on successfully after attempts to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.